Event description:
It was reported that during the process of emptying waste collection devices, the docking station leaked large amounts of fluid and flooded the room. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event. No facility damages were reported.

Manufacturer narrative:
A MFR field service tech wa dispatched to the user facility to evaluate the device. Upon arrival, personnel at the user facility reported that the docking station's drain hose had disconnected from the facility's drain pipe. The user facility corrected the plumbing issue without stryker assistance, and resumed using the device. The field service tech confirmed that the device met all functional specs.